Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the suture loop of the footprint broke into pieces. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and there are no signs of damage on the anchor. They stay suture in intact, and the suture threader loop was not returned. There is debris on the device. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.